Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) noise and oversensing. Pocket manipulation and isometrics did not reproduce the noise; however, when the patient would lean forward, the noise was reproduced. The patient was not pacemaker dependent. A lead revision was performed. Troubleshooting was performed and the patient's rv lead was tested via the pacing system analyzer (psa) during the revision, and no issues were noted. The lead was surgically abandoned and replaced; however, the physician also questioned if this was a device issue. This device remains in service. No additional adverse patient effects were reported.